Event description:
The cutting burr was installed into the high speed air motor without the required nosepiece attachment. The air motor was started to adjust the air pressure in preparation for surgery. Without adequate radial support, the cutter fractured at the connecting end and separated from the motor. There were no injuries.